Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the pt experienced no stimulation sensation. There was a loss of therapeutic effect with no known accident or incident related to the event. The pt's occupation involved a lot of lifting. Since implant, the pt hadn't had very good therapeutic response for very long periods. There was an impedance reading >4000 ohms on all of the bipolar pairs. The device was reprogrammed and the healthcare provider planned to see the pt in a few weeks. Add'l info was requested.